Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the insulin pump was probably exposed to moisture when they were at the pool. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. No moisture damage on electronics noted. Insulin pump received with cracked display window, cracked display window corners and cracked reservoir tube lip.